Event description:
It was reported that the patient experienced a suspected micro perforation due the right atrial (ra) lead. Within one month of implant the right atrial (ra) lead showed an increase in thresholds to a high level, a drop in impedance to a low impedance level, and diminished p-waves with undersensing. The lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.